Event description:
It was reported that due to an error message on the screen of the device, the procedure was delayed between thirty minutes to one hour. No additional anesthesia was required. There were no adverse consequences and no medical intervention required.

Event description:
It was reported that due to an error message on the screen of the device, the procedure was delayed between thirty minutes to one hour. No additional anesthesia was required. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the complaint was confirmed. The issue was attributed to a malfunction in the pc board which could potentially result in a failure of the battery charger circuitry, preventing the battery from charging. The membrane switch was also found to be worn and was not staying connected to the unit. The device was repaired and returned to the customer.